Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via the manufacturer representative regarding the chronic lower back non cancer pain patient. The devices were implanted/explanted in 2015 and the patient reported it never helped her. The patient did not get pain relief. Troubleshooting included increasing "doses" and "volume" checks. The cause of the poor efficacy was poor patient selection.

Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_ext, serial# unknown, product type: extension.

Event description:
Information from the healthcare professional via the manufacturer representative reported the system was removed in 2015 due to poor efficacy. No further patient complications were reported as a result of the event.